Event description:
It was reported that the implantable pulse generator (ipg) system, including a st. Jude lead, was extracted due to infection. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)